Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. During a review of the pump's alarm log eveidence of the battery low alarm was identified. Visual inspection identified that the battery was expired. The battery was replaced to fix the reported malfunction.

Event description:
It was reported that a flogard infusion pump alarmed for a low battery. It is unknown what process step that this malfunction was identified. There was no patient involvement. Additional information was requested and is not available.